Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the system will not power on. Found motion battery wires had shorted to sliding bellows cover which also damaged the motion battery charger board. Replaced motion charger board, re-terminated battery wires. Also replaced handswitch with broken clip. System is ready to use. The damaged parts have not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was emitting smoke and sparks while it was being brought into the operating room. It was reported that at this point, the image acquisition system (ias) shut down, and could not be brought back up. The user was able to remove the system from the room, but it continued to produce smoke. The use of the imaging system was discontinued because of this issue and the procedure was completed successfully with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue and the patient was not impacted.

Manufacturer narrative:
Additional information: a medtronic representative reported that the procedure was a lumbar spine fusion.